Event description:
The patient reported that they used the suspect device to check their blood glucose at 4pm and obtained a result of 178mg/dl. Patient ate a sandwich and passed out. A relative found patient at 5:30pm and checked their blood glucose and the level was 130mg/dl. Paramedics were called and their meter measured 50mg/dl. Patient was treated with a glucose IV and given oj and oat meal. Glucose controls were not used on the system. The suspect device was then replaced with new product and authorized for return to the manufacturer for evaluation.